Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and confirmed the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.